Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan and noted the device weighed 331.26 grams. A visual analysis noted red particles in the shell, creases fold, and wear abrasion. Non-penetrating nicks were observed on the posterior side of the shell. Based on the device analysis the final assessment is: a sharp opening on the posterior side due to a surgical impact.

Event description:
Health professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. The device has been explanted.